Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (40 mg/dl). Customer stated that the cause for low bg levels is due to forgetting to eat. Customer drank juice to bring bg levels back to target range.